Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was unknown. The patient was not hospitalized prior to passing away. Peritoneal dialysis therapy had been ongoing but the patient was not performing therapy at the time of death. An autopsy was not performed and a death certificate was not available. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.